Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had been leaking a lot and had soaked through their clothes 3 times at work and once at home in 1 day. The patient felt stimulation in the bicycle seat area. The patient was able to increase stimulation from 2.2v to 2.4v on program 1. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.